Manufacturer narrative:
Initial MDR 1878411 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 23-mar-2024, it was reported that patient faced two infusion set fell of events during use. The infusion sets had been used for a day. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.